Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing syncope. A remote interrogation was performed which did not yield any significant findings. The cause of the syncope remained unknown and the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.